Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. The device was reinterrogated and normal function resumed. The patient would be monitored as normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.